Event description:
Contact reports the surgeon inserted the confidence cement into the lumbar vertebral body of a patient with poor bone quality, then put the blunt guide wire into the pedicle followed by a viper2 cannulated screw. After screw insertion, the guide wire was being retrieved but became stuck. Contact reports the cement had not hardened and that the guide wire may have become kinked, resulting in difficulty in its removal. After unsuccessful attempts at removal, the surgeon cut the guide wire at the base of the screw head, leaving a portion within the implanted screw. The broken guide wire portion is covered by a properly seated rod so that the broken portion will not migrate. As an unintended portion of the guide wire remains in the patient, a medwatch report is being filed to document this event.

Manufacturer narrative:
The device is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. No definitive conclusions can be made at this time. However, it was reported that the guide wire may have become kinked, resulting in difficulty in its removal. Care must be taken during use to maintain a straight alignment and not to place excessive force on the guide wire. At this time, the complaint is considered to be closed. Device is not available.